Event description:
A 5mm diameter* 17mm length medtronic ave billary stent was inserted into a severely calcified right renal artery. There was no predilation performed to the target lesion prior to stent insertion. This physician employs a technique of advancing the guide catheter past the lesion with the stent inside and then pulling the delivery system back until the lesion is covered by the stent . While the catheter was being ajusted for ostial placement, the stent slipped off of the balloon. It was not possible to "track" the device due to the heavy calcification of the target lesion. The stent became lodged between the guide catheter tip and the target lesion. The stent was snared from the renal artery and removed from the patient. The patient tolerated the procedure well and returned to the lab for another procedure two days later.